Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent revision of mid-urethral sling on (B)(6) 2010 and revision/removal of mid-urethral sling and repeat vaginal closure on (B)(6) 2010 due to recurrent extrusion of mid-urethral sling. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent cystoscopy with coaptite injection of urethra (2 vials injected) on (B)(6) 2012 due to urinary incontinence status type iii. No additional information has been provided.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.